Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the device misfired and the lens did not eject. There was patient contact. The surgery was completed on same day with a backup.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned loose in the carton. The lock-out assembly is present on the device. No ophthalmic viscosurgical devices (ovd) in the device. The device has not been activated. No damage observed. The lens is present in the device. The device is activated and the plunger is moving as intended. No root cause identified as the reported complaint was not observed. The device was received not activated, no solution was present in the device. The device was activated with no issues during analysis and the plunger was moving as intended. No problem was found. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).